Event description:
It was reported that a right ventricular (rv) lead integrity alert occurred due to high short interval counts (sic) and non-sustained ventricular tachycardia (vt) episodes. The atrium lead exhibited high thresholds along with rising thresholds of the left ventricular (lv) lead. Diagnostic testing/troubleshooting was performed, and the three leads remain in use. Subsequently, the patient underwent cardiac surgery and rehabilitation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076-58 lead, implanted: (B)(6) 2014; 419488 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analyst commented, 251 lifetime ventricular sic are recorded beginning (B)(4) 2014. Lead integrity alert (lia) triggered on (B)(4) 2014 due to meeting the requirements for non sustained and ventricular sic. The lia trigger for non sustained events was met on (B)(4) 2014.